Event description:
No RMA was issued, the device is not expected to be returned. The user facility reported to the distributor that the device was applied to a pt for a central line. When the dressing was changed, the nurse reported purulet drainage at the catheter insertion site. A right internal jugular central venous line was placed in 05/2004 and the dressing was changed about two weeks later. The biopatch antimicrobial dressing had dark green growths on it. Purulent drainage was noted at the dressing site and on skin folds. No medical intervention was required and no medication was prescribed for the pt. The biopatch antimicrobial dressing was sent to the hospital lab for evaluation. Their test results showed 1+ klebsiella. In 06/04 still awaiting enterobacter status.